Manufacturer narrative:
.

Manufacturer narrative:
Customer reported that the transmitter has a continuous audible alarm and shows an spo2 when cable is not plugged in. The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. The main pcb was replaced. The device was not returned to the customer as they were provided with an exchanged unit. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Customer reported that the transmitter has a continuous audible alarm and shows an spo2 when cable is not plugged in.